Manufacturer narrative:
(B)(4) - it was reported that the patient underwent the initial laparoscopic ipom procedure for an epigastric hernia on (B)(6) 2011 and the mesh was used. The patient underwent the re-operation on (B)(6) 2011. During the re-operation, the bowel was found to be adhesed on to itself.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on an unknown date and mesh was used. Following the surgery, the patient developed symptoms of an ileus. Therapy done in the hospital brought no improvement to the patient. Approximately (B)(6) later, a CT scan was done which detected ingrowth and adhesions. The patient underwent reoperation and the mesh was explanted. The mesh had no contact to the abdominal wall due to a seroma and only the hold sutures adhesioned the tissue. The bowel showed heavy adhesion and ingrowth and was highly inflammatory but peristaltic. The physician severed the adhesions and sutured without further treatment. There was no ingrowth with the mesh. Currently, the patient is well again and had a planned discharge date of (B)(6) 2011. Additional information has been requested.